Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontin ence/urgency frequency. The patient reported that he was not able to void and felt bloated. The patient stated that he was always bloated and not emptying his bladder at all. The patient stated that he has been not drinking now as much to see what that does. On (B)(6), the patient stated that it hurt where his tape is and it burns. The patient stated that he might be allergic to the tape. Patient was advised to contact his clinician. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.